Event description:
It was reported that a caregiver contacted support regarding hyperglycemia observed at approximately 280 mg/dl on an ilet bionic pancreas, with uncertainty about the cause, and sought guidance on announcing an upcoming breakfast while glucose was trending downward toward range. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no need for additional intervention, with education provided to announce the meal as glucose returned toward range. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction or component issue identified, with glucose subsequently trending back into range on the system. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.